Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in chandigarh, india. Cleaning of the stirring mechanism was tried without success; patient pump 2 needs therefore to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient pump 2 of a heater-cooler system 3t was stuck and noisy. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
H11: in order to solve the issue, patient pump 2 was replaced by a livanova field service representative. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database review pointed out that no further similar events have been submitted for this unit since its installation in (B)(6) 2019. Based on all collected information, it cannot be excluded that the root cause of the event was due to to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report.